Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(4). Consumer reported via e-mail that a tampon was missing the string. She did not seek medical attention and did not experience any adverse health effects.